Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated fields b5 and d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the damage and drop of the rubber valve occurred due to incorrect operation when inserting and removing the instrument. However, the root cause of the event could not be specified. The event can be prevented by following the instructions for use which state: ¿angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Insert the endo-therapy accessory into the valve as straight as possible.¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure was a endobronchial ultrasound - ultrathin bronchoscopy (ebus-ut).

Manufacturer narrative:
The device was returned to olympus for evaluation and upon inspection, it was confirmed that the rubber valve was found to be damaged as reported. No other defects were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported when inserting the "bronco probe", one of the valves of the forceps plug fell off into the bronchus. The doctor noticed a black dot while looking at the monitor and upon removing the black dot it turned out to be a fragment of the valve of the forceps plug. There was no effect on the procedure and it was recovered immediately. The procedure was completed and there was no impact to the patient.